Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is crack on the right upper screen. The customer does not know how the damage occurred and stated that its been there a while. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact and with corroded battery tube. However, the insulin pump was tested with a good battery cap, no blank display during testing and no damage found on the lcd isolation tape noted. The insulin pump had normal operating currents. The insulin pump was received cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.